Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp, persistent and severe pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included carpal tunnel release in 2010 and multigravida. Total number of live births: 4 live births on (B)(6). Previously administered products included for an unreported indication: pills nos from 2011 to 2013 and implanon from 2008 to 2011. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dizziness ("dizziness") and visual impairment ("spots"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse") and menorrhagia ("heavy periods"). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and migraine ("headaches/migraine"). In (B)(6) 2014, the patient experienced weight increased ("weight gain") and urticaria ("rashes/hives (hives and rashes all over body)"). In 2015, the patient experienced arthralgia ("persistent and severe joint pain (wrists and knees)"). On an unknown date, the patient experienced allergy to metals ("allergic to nickel/ hypersensitivity reaction to nickel"), mental disorder ("essure caused or aggravated any psychiatric and/ or psychological condition"), investigation noncompliance ("plaintiff did not undergone an essure confirmation test") and treatment noncompliance ("she did not take birth control or contraception at any time following essure placement procedure."). The patient was treated with surgery (hysterectomy re-scheduled to (B)(6) 2017). Essure treatment was not changed. At the time of the report, the pelvic pain, alopecia, arthralgia, weight increased, allergy to metals, urticaria, dizziness, visual impairment, migraine, dyspareunia, menorrhagia, mental disorder, investigation noncompliance and treatment noncompliance outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, dizziness, dyspareunia, investigation noncompliance, menorrhagia, mental disorder, migraine, pelvic pain, treatment noncompliance, urticaria, visual impairment and weight increased to be related to essure. The reporter commented: in 2015 hives was treated with allergy cream and persistent pelvic pain with pain medication. She did not sought medical treatment for hair loss, joint pain, weight gain, rashes, dizziness, headaches, painful intercourse, heavy periods. Essure did not worsen a previously existing injury/condition. She communicated with a healthcare provider concerning removal of her essure device: physician said he was going to refer her to a doctor for a hysterectomy to get them removed due to the pain, heavy periods, and painful intercourse she is experiencing. Physician scheduled her hysterectomy for (B)(6) 2017 and it was re-scheduled to (B)(6) 2017. Reason for essure removal: adverse event. Essure was not removed. Diagnostic results: after essure placement, diagnosed with nickel dermatitis. Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff fact sheet received: after the implantation of essure, she began suffering from hair loss, persistent and severe pelvic and joint pain,weight gain, rashes/hives, dizziness/spots, headaches, painful intercourse, and heavy periods. She claimed that she experienced a hypersensitivity reaction to nickel or any other component of essure: hives and rashes all over her body. Physician scheduled her hysterectomy for (B)(6) 2017 and it was re-scheduled to (B)(6) 2017. Essure was not removed. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(4), (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp, persistent and severe pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test" and treatment noncompliance "she did not take birth control or contraception at any time following essure placement procedure.". The patient's medical history included carpal tunnel release in 2010, multigravida, menses irregular, anxiety, dysmenorrhea, vaginal discharge, mass, irritability, tension, cyst and vaginitis. Total number of live births: 4 live births on (B)(6) 2002, (B)(6) 2004, (B)(6) 2008, and (B)(6) 2014. Previously administered products included for an unreported indication: pills nos from 2011 to 2013 and implanon from 2008 to 2011. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dizziness ("dizziness") and visual impairment ("sometimes see spots"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse") and menorrhagia ("heavy periods"). In (B)(6) 2014, the patient experienced alopecia ("hair loss/ I have been losing hair more than normal") and migraine ("headaches/migraine"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and experienced urticaria ("rashes/hives (hives and rashes all over body)"). In 2015, the patient experienced arthralgia ("persistent and severe joint pain (wrists and knees)"). On an unknown date, the patient experienced allergy to metals ("allergic to nickel/ hypersensitivity reaction to nickel"), mental disorder ("essure caused or aggravated any psychiatric and/ or psychological condition"), abdominal pain lower ("lower abdominal pain"), headache ("headaches"), pain in extremity ("sharp pain in my legs mostly the left one"), ear disorder ("my ears have been hurting on and off for past month") and ear infection ("ear infection"). The patient was treated with surgery (hysterectomy re-scheduled to (B)(6) 2017). Essure treatment was not changed. At the time of the report, the pelvic pain, alopecia, arthralgia, weight increased, allergy to metals, urticaria, dizziness, visual impairment, migraine, dyspareunia, menorrhagia, mental disorder, abdominal pain lower, headache, pain in extremity, ear disorder and ear infection outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, dizziness, dyspareunia, ear disorder, ear infection, headache, menorrhagia, mental disorder, migraine, pain in extremity, pelvic pain, urticaria, visual impairment and weight increased to be related to essure. The reporter commented: in 2015 hives was treated with allergy cream and persistent pelvic pain with pain medication. She did not sought medical treatment for hair loss, joint pain, weight gain, rashes, dizziness, headaches, painful intercourse, heavy periods. Essure did not worsen a previously existing injury/condition. She communicated with a healthcare provider concerning removal of her essure device: physician said he was going to refer her to a doctor for a hysterectomy to get them removed due to the pain, heavy periods, and painful intercourse she is experiencing. Physician scheduled her hysterectomy for (B)(6) 2017 and it was re-scheduled to (B)(6) 2017. Reason for essure removal: adverse event. Essure was not removed. Diagnostic results: after essure placement, diagnosed with nickel dermatitis. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media was received. Event added- lower abdominal pain, headaches, sharp pain in my legs mostly the left one, ear disorder, ear infection. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp, persistent and severe pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test" and treatment noncompliance "she did not take birth control or contraception at any time following essure placement procedure.". The patient's medical history included carpal tunnel release in 2010, multigravida, menses irregular, anxiety, dysmenorrhea, vaginal discharge, mass, irritability, tension, cyst and vaginitis. Total number of live births: 4 live births on (B)(6) 2002, (B)(6) 2004, (B)(6) 2008, and (B)(6) 2014. Previously administered products included for an unreported indication: pills nos from 2011 to 2013 and implanon from 2008 to 2011. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dizziness ("dizziness") and visual impairment ("sometimes see spots"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse") and menorrhagia ("heavy periods"). In (B)(6) 2014, the patient experienced alopecia ("hair loss/ I have been losing hair more than normal") and migraine ("headaches/migraine"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and experienced urticaria ("rashes/hives (hives and rashes all over body)"). In 2015, the patient experienced arthralgia ("persistent and severe joint pain (wrists and knees)"). On an unknown date, the patient experienced allergy to metals ("allergic to nickel/ hypersensitivity reaction to nickel"), mental disorder ("essure caused or aggravated any psychiatric and/ or psychological condition"), abdominal pain lower ("lower abdominal pain"), headache ("headaches"), pain in extremity ("sharp pain in my legs mostly the left one"), ear pain ("my ears have been hurting on and off for past month"), ear infection ("ear infection"), presyncope ("I almost passed out") and procedural pain ("it hurt so bad"). The patient was treated with surgery (hysterectomy re-scheduled to (B)(6) 2017). Essure treatment was not changed. At the time of the report, the pelvic pain, alopecia, arthralgia, weight increased, allergy to metals, urticaria, dizziness, visual impairment, migraine, dyspareunia, menorrhagia, mental disorder, abdominal pain lower, headache, pain in extremity, ear pain, ear infection, presyncope and procedural pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, dizziness, dyspareunia, ear infection, ear pain, headache, menorrhagia, mental disorder, migraine, pain in extremity, pelvic pain, presyncope, procedural pain, urticaria, visual impairment and weight increased to be related to essure. The reporter commented: in 2015 hives was treated with allergy cream and persistent pelvic pain with pain medication. She did not sought medical treatment for hair loss, joint pain, weight gain, rashes, dizziness, headaches, painful intercourse, heavy periods. Essure did not worsen a previously existing injury/condition. She communicated with a healthcare provider concerning removal of her essure device: physician said he was going to refer her to a doctor for a hysterectomy to get them removed due to the pain, heavy periods, and painful intercourse she is experiencing. Physician scheduled her hysterectomy for (B)(6) 2017 and it was re-scheduled to (B)(6) 2017. Reason for essure removal: adverse event. Essure was not removed. Diagnostic results: after essure placement, diagnosed with nickel dermatitis. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: reporter was added, event added as it hurts so bad and almost passed out. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp, persistent and severe pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test" and treatment noncompliance "she did not take birth control or contraception at any time following essure placement procedure.". The patient's medical history included carpal tunnel release in 2010, multigravida, menses irregular, anxiety, dysmenorrhea, vaginal discharge, mass, irritability, tension, cyst and vaginitis. Total number of live births: 4 live births on (B)(6) 2002, (B)(6) 2004, (B)(6) 2008, and (B)(6) 2014. Previously administered products included for an unreported indication: pills nos from 2011 to 2013 and implanon from 2008 to 2011. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dizziness ("dizziness") and visual impairment ("sometimes see spots"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse") and menorrhagia ("heavy periods"). In (B)(6) 2014, the patient experienced alopecia ("hair loss/ I have been losing hair more than normal") and migraine ("headaches/migraine"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and experienced urticaria ("rashes/hives (hives and rashes all over body)"). In 2015, the patient experienced arthralgia ("persistent and severe joint pain (wrists and knees)"). On an unknown date, the patient experienced allergy to metals ("allergic to nickel/ hypersensitivity reaction to nickel"), mental disorder ("essure caused or aggravated any psychiatric and/ or psychological condition"), abdominal pain lower ("lower abdominal pain"), headache ("headaches"), pain in extremity ("sharp pain in my legs mostly the left one"), ear pain ("my ears have been hurting on and off for past month"), ear infection ("ear infection"), presyncope ("I almost passed out"), procedural pain ("it hurt so bad") and ear disorder ("ears have been killing me"). The patient was treated with surgery (hysterectomy re-scheduled to (B)(6) 2017). Essure treatment was not changed. At the time of the report, the pelvic pain, alopecia, arthralgia, weight increased, allergy to metals, urticaria, dizziness, visual impairment, migraine, dyspareunia, menorrhagia, mental disorder, abdominal pain lower, headache, pain in extremity, ear pain, ear infection, presyncope, procedural pain and ear disorder outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, dizziness, dyspareunia, ear disorder, ear infection, ear pain, headache, menorrhagia, mental disorder, migraine, pain in extremity, pelvic pain, presyncope, procedural pain, urticaria, visual impairment and weight increased to be related to essure. The reporter commented: in 2015 hives was treated with allergy cream and persistent pelvic pain with pain medication. She did not sought medical treatment for hair loss, joint pain, weight gain, rashes, dizziness, headaches, painful intercourse, heavy periods. Essure did not worsen a previously existing injury/condition. She communicated with a healthcare provider concerning removal of her essure device: physician said he was going to refer her to a doctor for a hysterectomy to get them removed due to the pain, heavy periods, and painful intercourse she is experiencing. Physician scheduled her hysterectomy for (B)(6) 2017 and it was re-scheduled to (B)(6) 2017. Reason for essure removal: adverse event. Essure was not removed. Diagnostic results: after essure placement, diagnosed with nickel dermatitis. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event ears have been killing me was added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp, persistent and severe pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test" and treatment noncompliance "she did not take birth control or contraception at any time following essure placement procedure.". The patient's medical history included carpal tunnel release in 2010, multigravida, menses irregular, anxiety, dysmenorrhea, vaginal discharge, mass, irritability, tension, cyst and vaginitis. Total number of live births: 4 live births on (B)(6) 2002, (B)(6) 2004, (B)(6)2008, and (B)(6) 2014. Previously administered products included for an unreported indication: pills nos from 2011 to 2013 and implanon from 2008 to 2011. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dizziness ("dizziness") and visual impairment ("sometimes see spots"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse") and menorrhagia ("heavy periods"). In (B)(6) 2014, the patient experienced alopecia ("hair loss/ I have been losing hair more than normal") and migraine ("headaches/migraine"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and experienced urticaria ("rashes/hives (hives and rashes all over body)"). In 2015, the patient experienced arthralgia ("persistent and severe joint pain (wrists and knees)"). On an unknown date, the patient experienced allergy to metals ("allergic to nickel/ hypersensitivity reaction to nickel"), mental disorder ("essure caused or aggravated any psychiatric and/ or psychological condition"), abdominal pain lower ("lower abdominal pain"), headache ("headaches"), pain in extremity ("sharp pain in my legs mostly the left one"), ear pain ("my ears have been hurting on and off for past month"), ear infection ("ear infection"), presyncope ("I almost passed out"), procedural pain ("it hurt so bad"), ear disorder ("ears have been killing me") and adverse event ("I'm having symptoms now that I just want to go away"). The patient was treated with surgery (hysterectomy re-scheduled to (B)(6) 2017). Essure treatment was not changed. At the time of the report, the pelvic pain, alopecia, arthralgia, weight increased, allergy to metals, urticaria, dizziness, visual impairment, migraine, dyspareunia, menorrhagia, mental disorder, abdominal pain lower, headache, pain in extremity, ear pain, ear infection, presyncope, procedural pain, ear disorder and adverse event outcome was unknown. The reporter considered abdominal pain lower, adverse event, allergy to metals, alopecia, arthralgia, dizziness, dyspareunia, ear disorder, ear infection, ear pain, headache, menorrhagia, mental disorder, migraine, pain in extremity, pelvic pain, presyncope, procedural pain, urticaria, visual impairment and weight increased to be related to essure. The reporter commented: in 2015 hives was treated with allergy cream and persistent pelvic pain with pain medication. She did not sought medical treatment for hair loss, joint pain, weight gain, rashes, dizziness, headaches, painful intercourse, heavy periods. Essure did not worsen a previously existing injury/condition. She communicated with a healthcare provider concerning removal of her essure device: physician said he was going to refer her to a doctor for a hysterectomy to get them removed due to the pain, heavy periods, and painful intercourse she is experiencing. Physician scheduled her hysterectomy for (B)(6) 2017 and it was re-scheduled to (B)(6) 2017. Reason for essure removal: adverse event. Essure was not removed. Diagnostic results: after essure placement, diagnosed with nickel dermatitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. On (B)(6) 2020: content from social media was received. Reporter information was added. New event "I'm having symptoms now that I just want to go away" was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.